Event description:
It was reported that the procedure was to treat a denovo lesion located in the mildly tortuous, non-calcified proximal left anterior descending artery. During advancement of the 4.00x15 mm xience xpedition stent delivery system (sds), resistance was felt inside the copilot (rhv) resulting in the proximal shaft of the catheter bending and separating. The sds retracted and the case was completed successfully using the same copilot and a similar sized xience xpedition device. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation and bend were confirmed. Difficulty to position could not be replicated in a testing environment due to the returned condition of the device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported for difficulty to position, kinks, or for proximal shaft separations from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.